Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that progressively, for over a year, they had been having issues connecting their handset and communicator to one another and connecting to their pump. The patient stated, 'it seems like it's getting slower and slower,' and mentioned that they had this equipment for a while. The patient stated that their technical report showed ¿when I do get a bolus and sometimes it shows when I turn it on to look at it (monitor lockout timing) and it looks like it shows that I tried to give myself boluses but it¿s not showing the slowness,¿ and then stated that they didn¿t know how to track the slowness of connecting to the pump or if medtronic was at all. The patient had the myptm app open to an expected 16-minute lockout but then closed the app on their own prior to instruction. The agent assisted the patient in re-opening the myptm app, but the patient needed to connect to the pump again. The patient mentioned seeing ¿not found¿ but the communicator was not on until after the myptm app was opened. The patient stated they see ¿not found¿ all the time, and ¿it keeps losing it,¿ in reference to the percentage stopping while connecting and then it would say no pump found, and although they did not move the communicator, the connection would start again. Afterwards, the agent assisted the patient in resetting bluetooth, and reviewed resetting communicator and restarting the myptm app, but the patient stated, ¿when I need a bolus, I'm not in the mood to go back and forth - it will be up against the wall - I'm just not doing any of that.¿ the patient also mentioned ¿if you don't do that (close myptm app down) every so often you get a red error saying you can't use your ptm,¿ but the service code seen was unknown. The patient was going to monitor and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.